Manufacturer narrative:
Corrected data: see g.1.. Manufacturer narrative: the reason for this revision surgery was reported as an infection. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated that there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical for review. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot number is necessary. In addition to the part and or lot number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was an infection. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient presented to the hospital with an infected knee. Surgeon performed an irrigation & debridement with poly exchange on the knee.